Event description:
Customer called to report the reservoir door was opened up; the reservoir fell out and pushed the insulin into customer's body. It was stated the reservoir door was very loose. Device was not dropped, bumped, or exposed to moisture.